Manufacturer narrative:
Initial reporter city: (B)(6). (B)(4). Investigation results: visual examination of the returned complaint device found the balloon did not show visual defects and was in a good condition. No damage was found on the catheter of the device. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole in the middle section on the body of the balloon. This failure is likely due to factors encountered during the procedure and/or the interaction with the scope could be the cause of the pinhole in the balloon. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the directions for use (dfu)/product label as the balloon was pre-inflated.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the biliary tract during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during preparation, it was noted that the balloon was leaking. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. Investigation results revealed that the balloon had a pinhole; therefore, this is now an MDR reportable event.